Event description:
Needle vibrated so violently that it misfired and blood spattered in the doctors eye - doctor had to be referred to occupational health to have her eye checked out.

Manufacturer narrative:
No sample has been received for evaluation; therefore, we are unable to determine the exact cause of the issue reported. However, corrective actions, which consist of substantial design changes have been fully implemented into routine manufacturing as of 2008. The achieve now includes three (3) significantly redesigned components all of which are of critical importance to the functionality of the device. Devices manufactured with these modified components have been thoroughly tested to verify not only that they have successfully eliminated the failure modes, but also to assure that these modifications have not negatively impacted other areas of device performance.